Event description:
The following was reported to hamilton medical ag: "patient was being ventilated in emergency department (ed) on a t1. During this the 'flip flow sensor' alarm was intermittently activating. Incident occurred on wed. (B)(6). Hospital staff reports tidal volumes dropped and patient monitored etco2 increased. Patient was removed from ventilator and manually bagged. Patient put on a second t1 ventilator with a new circuit and flow sensor. "Flip flow sensor" alarm occurred again on the second ventilator on arrival to ICU in transfer and patient required to be manually bagged again. (This case is reported under MFR nr: 3001421318-2025-00807, hamilton medical ref nr: (B)(4). Both vents had passed preop test before use including the flow sensor test as per user manual. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: on troubleshooting by local service engineers, it was identified that the flow sensor tubes were connected inverted to the ventilators. It was also noticed that the device did pass flow sensor calibration during pre-opp check and the issue remains undetected, until the ventilation is started. This is when the device alarms for 'flip the flow sensor' with medium priority. The waveforms are also displayed inverted (negative flow) in this configuration. Once the flow sensor tubes are reversed the device stops alarming. The reported problem is the expected behaviour of the device. The issue was raised earlier by the same partner, and the detailed explanation was sent by the product manager in response. The sequence of calibration with correctly attached flow sensor tubes is as follows: - disconnect the patient. - flip flow sensor (use adapter). - calibration in progress. - flip flow sensor. - calibration in progress. Sequence with incorrectly attached flow sensor tubes is as follows: - disconnect the patient. - calibration in progress. - flip flow sensor. - calibration in progress. At the end of the sequence of calibration with correctly attached flow sensor tubes, the position of all attachments in breathing circuit becomes final and no more flipping of flow sensor is needed before connecting it to the patient interface. However, during the incorrect sequence, the flow sensor is only flipped once and therefore would make it (nearly) impossible to attach it to a patient interface after completing the flow calibration until the flow sensor is flipped again. This case is considered as closed.